Event description:
It was reported to adac that source to skin distances were incorrect prior to dose computations. The source to skin distances noted on the printouts are different than the source to skin distances in the plan. No injuries were reported as a result of this issue.